Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches to the display window were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to a flattened button dome switch on the escape button.

Event description:
Customer reported a button error alarm. The blood glucose reading is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.